Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure, a hole was found on the package when the customer checked the device before the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2020. D4: batch # t40c4m. Investigation summary: the analysis results found that er320 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have holes in the tyvek and the holes were noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.